Event description:
It was reported during use the paxgene® blood ccfdna tube had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the customer stated "there was a gelatinous thick layer in the tube after centrifugation. " "after centrifugation, the plasma from the tube is supposed to be removed without disturbing the buffy coat layer. For these tubes there was a gelatinous thick layer that made removal of the plasma difficult. This is not expected, and has not been observed by the bd r&d team that has designed the product and tested it for years with both pregnant and non-pregnant donors/subjects. Prior to this, tubes were shipped to their lab at ambient conditions with no cooling packs or other temperature control mechanisms, ideally within 2-3 days. It is expected that the tubes are stored, when filled with whole blood, at the time, for no longer than 1 day at 35c (limit is 3 days at 37c now)."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Based on the investigation performed, bd is unable to confirm this complaint. A review of specimen handling parameters should be reviewed for this tube type. Customer has communicated with molecular team that they no longer require assistance. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the paxgene® blood ccfdna tube had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the customer stated "there was a gelatinous thick layer in the tube after centrifugation." "After centrifugation, the plasma from the tube is supposed to be removed without disturbing the buffy coat layer. For these tubes there was a gelatinous thick layer that made removal of the plasma difficult. This is not expected, and has not been observed by the bd r&d team that has designed the product and tested it for years with both pregnant and non-pregnant donors/subjects. Prior to this, tubes were shipped to their lab at ambient conditions with no cooling packs or other temperature control mechanisms, ideally within 2-3 days. It is expected that the tubes are stored, when filled with whole blood, at the time, for no longer than 1 day at 35c (limit is 3 days at 37c now)."